Event description:
It was reported while taking down the pt's bladder during a da vinci prostatectomy s procedure, the monopolar curved scissor (mcs) instrument with tip cover installed collided with another instrument of an unk model. The surgeon noticed that the monopolar curved scissor (mcs) instrument with tip cover was not energizing properly when cautery energy was applied. Reportedly, arcing took place during dissection of the seminal vesicle. When the surgical staff removed the instrument a hole was observed in the tip cover. The planned surgical procedure was completed with a replacement tip cover and without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the tip cover has a .055" x .020" oblong hole in the silicone. The hole is located .210" above the silicone to the sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. The ends of the hole appear to have mechanical tears. The tip cover also has various mechanical tears and/or scratches and two small (under .010" in diameter) holes with evidence of arcing, approximately 90 degrees from the oblong hole. The location of the holes relative to the plastic sleeve interface is .015" and .135". Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, with the dielectric strength weakened by instrument collisions and/or rough handling. The site returned an mcs instrument and another tip cover accessory, both with evidence of arcing. Refer to medwatch MFR report #s 2955842-2009-00088 and 2955842-2009-00089.